Event description:
Patient presented back to the physician with continued wound dehiscence at the chest incision site, with exposure of the ipg. Physician brought the patient into the or, explanted the ipg and sense lead, irrigated the ipg pocket with betadine solution, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.

Event description:
Patient presented to the physician with the ipg migrating within the pocket, along with a visible growth and purple discoloration at the site, causing pain. On examination, the physician observed a soft tissue infection with a pustule superior to the chest incision site. Physician prescribed a 7-day course of antibiotics. Patient presented back to the physician with wound dehiscence at the chest incision site, exposing the ipg with drainage. Physician prescribed another round of antibiotics.